Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample received. Provided pictures were reviewed but are not enough to confirm this issue or identify a root cause. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation, therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a surgery, an ophthalmic scissor was not going through canula and another scissor was not working well to cut. There was no patient involvement. Additional information has been requested. Additional information received indicated the event occurred before a vitreo-retinal surgery. The surgery was completed by using an another products. There was no impact to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the ophthalmic scissor was broken.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Provided pictures were reviewed but are not enough to confirm this issue or identify a root cause. The sample shows signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the curved scissors can pass through the canula . The curved scissors cannot cut because of the missing cutting edge. The cutting edges are broken. When the cutting edge broke can no longer be determined. A root cause cannot be ascertained because the point in time, when the damage occurred can no longer be determined. The exact root cause for the customers reported event is unknown; therefore, specific action cannot be taken. The point in time when the cutting edge broke can no longer be determined. This complaint has been reviewed and future data will be monitored for evidence of adverse trending of reported events and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).